Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call taht the insulin pump alarmed radio frequency error. The patient's blood glucose at the time of incident is unknown. The patient was unable to clear the alarm by pressing esc and act. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty electrical component on the radio frequency board also, had intermittent button response due to moisture damage on the keypad traces. However, the insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.